Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported a physician successfully performed an uneventful novasure endometrial ablation on (B)(6) 2016 and the patient was discharged home. "Approximately a week later the patient came back to the office experiencing abdominal pain." The physician performed a hysteroscopy and "noticed that it was all white." A hysterectomy was performed. It is unknown when the patient was discharged home.